Manufacturer narrative:
Two locking caps were returned for evaluation. Visual inspection shows wear on the bottom of each locking cap and minor wear marks on the rod. The wear pattern on the bottom of both caps is confined to the outside edge. This type of wear pattern could indicate that the cap underwent edge loading during tightening. This could occur if the cap was prevented from being able to normalize to the rod tightening. Possible causes could be that the locking caps were not sufficiently tightened to the rod. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was done to replace 2 creo locking caps and a rod that came loose six weeks post operatively.